Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they noticed that the device was misfiring and producing malformed clips. When removing the device from the patient, they also had trouble pulling the device out of the trocar. Unaware of any delay or any adverse events on the patient. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon routinely uses this product and is an experienced surgeon.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with three malformed clips was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed five malformed clips as the clips snapped towards the tissue stop. In addition, the el5ml instrument was inserted through a 5mm test trocar and no anomalies were noted while it was being inserted and removed. No conclusion could be reached as to what may have caused the reported incidents.